Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint that the instrument "tip is loose". The instrument was found to have a dislodged ceramic sleeve with no missing material. Fa also found additional observation(s) not reported by the site: the instrument was found to have thermal damage at the distal clevis and there were signs of arcing. There was no damage on the conductor wire or weld, but the instrument was found to have thermal damage on the monopolar yaw pulley. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (pch), pn: 420183-12/n10170918 589 associated with this event has been performed. Per the logs, the pch was last used on (B)(6) 2018 on system (sh1681). The alleged event occurred on the 4th use of the instrument. No image or video was provided by the site for review. This complaint is a reportable event due to the following conclusion: the instrument monopolar yaw pulley and distal clevis were found to thermal damage. Thermal damage on the instrument monopolar yaw pulley and distal clevis is evidence there was electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The instrument was returned with 6 lives remaining, indicating that the instrument had not expired. Implant date is blank because the product is not implantable. The information for fields name and address is not available. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported during a da vinci-assisted procedure that the instrument had a loose tip. The customer proceeded with the case as planned and there was no report of a patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and cannula were inspected prior to use and no damage was found. The surgeon used a back-up instrument to complete the procedure. There was no reported patient injury or harm. Also there was no report that the patient returned to the hospital due to experiencing any post-surgical complications.